Event description:
It was reported that multiple power on reset (por) conditions had occurred with an unknown case. It was recommended to discuss with the deep brain stimulator (dbs) team. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).